Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there is noise on the rv channel in a recording transmitted to home monitoring. Noise was not reproduced in office with isometric testing. No inappropriate therapy was delivered as a consequence of the noise. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.